Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on(B)(6) 2012 as part of the (B)(6) study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. Reportedly, the patient was doing well during recovery. Her initial spirometry one hour post procedure was 2.9 l (pre: 3.1l). On (B)(6) 2012, the patient experienced an event of asthma aggravated. Following the procedure, the patient presented with symptoms of dyspnea, inspiratory wheezing, increased coughing and chest tightness. The patient was treated with breathing exercises and this initially reduced her symptoms. However, her symptoms subsequently increased during post-recovery with no relief through her breathing treatments. The patient was admitted to the hospital for observation. A chest radiograph was taken on (B)(6) 2012, and they were deemed clear of pneumonia and atelectasis with no acute disease identified in the lungs or mediastinum. The patient remained stable overnight. However, it was reported that she had an episode of mucus plugging which required more frequent use of bronchodilators. On (B)(6) 2012, in the morning, a spirometry was performed and the patient's fev1 was approximately 2.36l. Furthermore, the patient was still symptomatic without relief from breathing treatments. Due to the patient's unrelieved symptoms and significant drop in lung function numbers, she remained hospitalized. The patient started a treatment course of avelox, and increased to intravenous solumedrol, xopenex and codeine for her cough. On (B)(6) 2012, at 2:44 pm. The patient was discharged from the hospital. Reportedly, her fev1 remained stable at 2.8l upon discharge. The patient was instructed to continue her treatment with a prednisone taper and to complete her antibiotic course. On (B)(6) 2012, the event of asthma aggravated resolved. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 3.24, fev1 % predicted: 101.25, fvc: 3.68, fvc % predicted: 92.70; post-bronchodilator: fev1: 3.28, fev1 % predicted: 102.50, fvc: 3.54, fvc % predicted: 89.17.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the post approval (B)(4) clinical study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. Reportedly, the patient was doing well during recovery. Her initial spirometry one hour post procedure was 2.9 l (pre: 3.1l). On (B)(6) 2012, the patient experienced an event of asthma aggravated. Following the procedure, the patient presented with symptoms of dyspnea, inspiratory wheezing, increased coughing and chest tightness. The patient was treated with breathing exercises and this initially reduced her symptoms. However, her symptoms subsequently increased during post-recovery with no relief through her breathing treatments. The patient was admitted to the hospital for observation. A chest radiograph was taken on (B)(6) 2012 and (B)(6) 2012, and they were deemed clear of pneumonia and atelectasis with no acute disease identified in the lungs or mediastinum. The patient remained stable overnight. However, it was reported that she had an episode of mucus plugging which required more frequent use of bronchodilators. On (B)(6) 2012, in the morning, a spirometry was performed and the patient's fev1 was approximately 2.36l. Furthermore, the patient was still symptomatic without relief from breathing treatments. Due to the patient's unrelieved symptoms and significant drop in lung function numbers, she remained hospitalized. The patient started a treatment course of avelox, and increased to intravenous solumedrol, xopenex and codeine for her cough. On (B)(6) 2012, at 2:44 pm. The patient was discharged from the hospital. Reportedly, her fev1 remained stable at 2.8l upon discharge. The patient was instructed to continue her treatment with a prednisone taper and to complete her antibiotic course. On (B)(6) 2012, the event of asthma aggravated resolved. Baseline spirometry values: visit date: 30 april 2012 pre-bronchodilator fev1: 3.24 fev1 % predicted: 101.25 fvc: 3.68 fvc % predicted: 92.70 post-bronchodilator fev1: 3.28 fev1 % predicted: 102.50 fvc: 3.54 fvc % predicted: 89.17

Manufacturer narrative:
MFR: boston scientific corporation (B)(4). The device was not returned for investigation; therefore, a physical/functional product analysis could not be performed. A review of the device history record (DHR) confirmed that batch (B)(4). Met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.